Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed atrial lead exhibited oversensing noise. No interventions were made. The patient was stable.